Manufacturer narrative:
(B)(4). User facility listed in initial reporter. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a gastric band procedure. The trocar broke when puncturing.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The cannula is broken in two and there is evidence of sheared off locking tabs. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the reported condition may due to rough handling of the device and applying excessive lateral or forces to the cannula resulting in the shearing of the locking tabs. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.